Event description:
A needleless med prep cannula (sterile packaging) was found with a hair in the sterile packaging. Ref 8881540111 lot 706641. Upon reexamination, product found to have a "hair" throughout the packaging.